Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 507652 implantable pacing lead implanted: 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to a cut. The analyst noted that the superior vena cava (svc) conductor in-vivo fracture was not observed. The rv conductor fracture was observed during electrical and visual analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited fluctuating impedance measurements of greater than 200 ohms. In addition, insulation damage was noted at the suture sleeve site. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.